Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the outer insulation is cut at 8cm, blood visible inside proximal conductor, cut likely occurred at time of implant. The lead was returned for analysis, however, prior to returned product analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with symptoms of shortness of breath, fatigue and episodes of dizziness. Cardiac testing was performed and intermittent right ventricular (rv) lead capture was observed. The lead exhibited unstable thresholds and exit block was suspected. It was further reported there was premature battery depletion of the implantable pulse generator (ipg). The lead and ipg were explanted and replaced. No further patient complications have been reported as a result of this event.